Event description:
The clear hemostasis valve was leaking more than usual. The hemostasis valve was not unscrewed from the sheath hub. Iabp continued without any further problems. (Event complications: unknown - reported 11/13/96.) (Pt's current status: unk - rpt'd 11/13/96.)